Manufacturer narrative:
The manufacturer received new and relevant information on 01/23/2025 patient alleging liver disease related to a CPAP device's sound abatement foam. Section b1, b2, g3 and h6 updated/corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal and throat irritation. The patient states that as soon as the machine is placed on her, and she turn it on she starts coughing badly and cannot sleep with it on due to severe coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 6/14/2024 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease, nasal and throat irritation. The patient states that as soon as the machine is placed on her, and she turn it on she starts coughing badly and cannot sleep with it on due to severe coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.